Event description:
Patient reported, a right side replacement. From textured to smooth, due to the patient concern of the implant. Healthcare professional, later reported, "gel bleed". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Gel bleed: no observed, gel bleed. Additional observations: brown and yellow particles observed, on the surface of the device. Observed, opening on radius side assessed, as surgical damage. Observed, creases on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient reported, a right side replacement from textured to smooth, due to the patient concern of the implant. Healthcare professional later reported, "gel bleed". Device has been explanted.